Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found the following statement, "do not contact the exposed return with non-targeted tissue." A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings. The wand was able to generate plasma as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an tonsillectomy procedure, the wand was not coagulating correctly and was burning on the lower stem. The clinical consequence was a burning of the palate. Backup device was available to complete the procedure. A delay greater than 30 minutes was reported with no patient complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.